Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Facility information corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The cannulated flexible hexagonal screwdriver was received at the us cq in two pieces, the handle and the shaft. The breakage occurred at the first link from the handle. The link has a rough fracture that makes it unable to reassemble. There is a small fragment missing from around the breakage point, possibly being the weakness allowing for the fracture. No other issues could be identified with the returned portions of the device. The received device was manufactured at the hagendorf site on 24-feb-2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint is confirmed as the cannulated flexible hexagonal screwdriver was returned broken in two parts. The first segment of the shaft from the handle is fractured along the length of the shaft. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 03.037.028. Lot: 9298606. Manufacturing site: hägendorf. Release to warehouse date: 24. February 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hexagonal screwdriver was broken. It is unknown how the issue was discovered. Patient involvement is unknown. This report is for a hexagonal screwdriver. This is report 1 of 1 for (B)(4).